Event description:
It was reported that on flushing PICC before use it was noted to be leaking around site. PICC removed and fracture noted at hub. No harm to patient. Not used for cytotoxic drugs.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed and was determined to be use related. The product returned for evaluation was one 4fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing just distal to the molded joint. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on flushing PICC before use it was noted to be leaking around site. PICC removed and fracture noted at hub. No harm to patient. Not used for cytotoxic drugs.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on flushing PICC before use it was noted to be leaking around site. PICC removed and fracture noted at hub. No harm to patient. Not used for cytotoxic drugs. Additional information received 09/04/2024: it is unknown whihc vein was the PICC inserted into. Exit site marking of the PICC after placement was 3cm. Secured with secureacath. Device used for antibiotics. The break was outside the patient at the hub. Inserted (B)(6) 2024 incident reported 17th march 2024. Catheter site cleaned with chloraprep during a dressing change, 3ml 2% chlorehexidine 70% ipa.